Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the upper collimator blade was not closing enough to home which caused the error. The blade was adjusted and the collimator was aligned. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the system showed a collimator error upon booting. This issue was noted outside of a procedure, and there was no patient involvement.